Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced presyncope symptoms. The patient presented in clinic remotely via merlin.net transmission. Upon interrogation, the pulse generator exhibited high output. The device was reprogrammed. The patient wound continue to be monitored remotely.

Event description:
New information on (B)(6) 2017 stated that the patient presented via melrin.net transmission with shortness of breath. Upon review, pmt episodes were seen. No intervention was performed. No further information was available.